Event description:
It was reported that there was tidal volume issue during patient treatment there was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Further information from the user facility stated that the cause of the tidal volume issues was a gas leakage from the patient's endotracheal tube. Provided ventilator logs confirms the reported leakage. There is no ventilator malfunction.